Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to sorc for evaluation. Sorc inspected the device and confirmed the following: the watertightness of the insertion tube was not maintained due to the peeling of the coating. The adhesive of the bending section rubber was chipped. The control section, grip unit, angulation control lever, and universal cord were scratched, due to external factors. There was evidence that the electrical connector was flooded. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, based upon the past similar cases, the reported event may have been caused by stress due to use, or by external factors or handling. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the coating of the insertion tube greater than 1x1 square millimeter had been peeled off. There was no report of patient injury associated with the event.